Event description:
Complainant alleged that during training and inservicing of the product by a zoll sales representative, the device did not power up in either ac or dc modes. The complainant indicated that there was no patient involvement in the reported malfunction.